Event description:
The patient was enrolled in (B)(4) study. During the procedure, post pta with the evercross there was a small dissection noted that fell within the area that would be treated by the stent and was therefore treated during the procedure with no sequelae.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.